Event description:
Surgeon ((B)(6)) reported that he has had two post-op hematomas from panniculectomy procedures recently and he feels that the plasmablade is the cause (patient 2 of 2). The post-op hematoma required evacuation and the hematoma was resolved with no further complications.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event # (B)(4). Method, results, conclusion: generator still in use and facility not returning for investigation. (B)(4).